Event description:
On the event date, the sales representative reported that one prong broke off the end of the driver during surgery. There was not a delay in surgery, and no harm to the patient. Additional information received in the same month, the sales representative reported that during a revision surgery for removal of hardware the surgeon was removing the hardware and toward the end of the surgery, one of the prongs broke off. There was an x-ray done and no pieces were found in the wound. Another universal driver was used to finish the case.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.